Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. To resolve the issue, the customer attempted to resume insulin and charged the pump to 100%. Ultimately, they changed the infusion set and cartridge and resumed insulin.